Event description:
It was reported during an unknown timing, an unknown malfunction occured. There is no harm or delay reported, due diligence is complete. Upon investigation, there was a damaged comb.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - canada. Review of the most recent repair record determined the comb was damaged. The comb was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.